Event description:
Boston scientific received information that the patient with this left ventricular lead experienced excessive physical effort and presented for a follow up visit. It was determined this this lead was dislodged. A revision procedure was performed. Visual observation revealed outer sheath insulation damage that likely occurred during a previous atrial lead revision that was performed a few months earlier. This lead was removed and replaced. No return of product is intended. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.